Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite serter was tested using a new lab enlite sensor. The serter passed per specification, sensor inserted and released properly.

Event description:
It is reported that a customer states that the serter does not release the sensor. The customer has a high blood glucose level of 492 mg/dl. The customer stated that the adhesive tape on stick for 20 seconds and has active bleeding of the site of the sensor. The customer was advised to put pressure with gauze on the site of the bleeding until the bleeding stops. The customer was educated on the proper site and insertion method of the sensor. The customer will be sent a new sensor and serter. No further information was provided.